Manufacturer narrative:
It was reported to abbott, a rep was notified by a patient that their cervical ipg was inoperable. Patient is going into the office to confirm if their pain physician was willing to replace the battery where it was located. The patient was scheduled to have their ipg replaced. The replacement surgery did not take place as approval had not been received at the time. The rep was informed the record would be closed as a surgery date is pending. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction: section b1 ¿ type of report - remove product problem. Correction: section d3 - manufacturer information corrected. Correction: section d4 - additional device information - manufacturer date corrected. Model, catalog, serial, lot numbers and primary unique device identification (UDI) number corrected. Correction: section d6a - date of implant corrected. Correction: section g1 contact office (and manufacturing site for devices) or compounding outsourcing facility updated. Correction: section h4 - device manufacture date corrected. In an update it was reported the eon mini cervical ipg located in the left upper back, was replaced on (B)(6) 2024. The cervical ipg was still operable at the time of explant and had an increased recharge burden. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated that the cervical ipg was operable and replaced due to recharge burden. After recharging, the ipg exhibited normal recharge burden as it provided a full 24 hours of therapy. It was noted that ipg was recharged 5 times per week. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that the ipg was inoperable. Surgical intervention may be undertaken to address this issue.